Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a shaft kink occured. While performing a percutaneous coronary intervention in the complicated target lesion, the 2.0x15mm nc quantum apex¿ was advanced but resistance was felt and the shaft kinked. The procedure was completed with another of the same device and there were no patient complications reported. The patient status is stable. However, device analysis revealed the hypotube broke.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. The inspection also revealed a complete hypotube separation 51.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination presented no damage or irregularities the distal waist, bonds or tip. Device analysis determined the condition of the returned device was consistent with the complaint incident. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).